Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 in order to conduct an integrity test subsequent to sustaining a head trauma. The implanted device remains.